Event description:
The customer reported the system's monitors were displaying blank images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was replaced and the voltage adjusted. The system was then found to be operating as intended.